Event description:
It was reported by the rep that the (1) er320 was used during an unk procedure, by an unk surgeon, on an unk date. It was reported that the er320 was spitting clips. The hosp retained the device pending instructions from ethicon endo-surgery. The pt consequence is unk.